Manufacturer narrative:
Captures the reportable event of fiber broke. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke after it was used for a little bit. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patients effects as a result of the event. There were no patient complications reported and the patient was fine after the case.

Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 294.6 cm from the top of the connector to the break. The second piece measured approximately 22.7 cm from the break which includes a portion of the distal tip. The remainder of the distal tip was not returned. Exposed glass tip measured approximately 0.2 cm. The pattern on the tip face was consistent with normal degradation. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke after it was used for a little bit. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patients effects as a result of the event. There were no patient complications reported and the patient was fine after the case.